Event description:
The customer reported the collimator iris was too large and the shutters kept opening and closing. Also the images were looking grainy, and the horizontal arm has a hang in it. The system is operational and continues to be used to perform cases.

Manufacturer narrative:
(B)(4). The ge service rep ran a series of tests on the unit and was not able to duplicate the problem. The system operates as intended.